Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire tip separated. No patient injury or intervention was reported. No additional event or patient information is available.